Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a transfemoral transcatheter aortic valve replacement case the first 29mm sapien 3 valve had to be removed from the patient due to a loss in wire positioning. The valve was unable to be withdrawn from the esheath plus and a cutdown took place. Additional clarification was received. The valve and delivery system were getting caught at the ostium of the femoral artery. The sheath split with increased push forces, causing the wire to come out of the expandable portion. The device was unable to be withdrawn as a unit. A cutdown was performed as the valve was no longer on the delivery system, it was on the wire. There was no damage noted to the valve and/or delivery system. A second 29mm sapien 3 valve was prepped and deployed in the patient successfully and the patient was doing well at the end of the case.

Event description:
Additional information was received. The valve and delivery system never exited the tip of the sheath. The liner of the sheath tore during advancement of the valve and delivery system through the sheath and the wire, valve, and delivery system all exited out the liner tear while in the patient. After the team noticed what was occurring the valve dislodged when the team attempted to remove the devices as one. The valve was on the wire, outside the sheath.

Manufacturer narrative:
Additional information added to b5 and h10. B4, g3, g6, and h2 were updated. Investigation is ongoing.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received for evaluation. The delivery system nose tip was observed penetrating through the sheath liner at strain relief. The thv did not appear to be crimped on the balloon. Imagery of the patient's anatomy revealed tortuosity in the patient's access vasculature. The thv dislodging from the delivery system ballon was confirmed based on review of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the valve and delivery system were getting caught at the ostium of the femoral artery. The sheath split with increased push forces, causing the wire to come out of the expandable portion. The device was unable to be withdrawn as a unit. A cutdown was performed as the valve was no longer on the delivery system, it was on the wire.'' In this case, there was high push force during advancement of the system through the sheath and sheath. Per review of provided imagery, the delivery system nose tip was observed to be penetrating through the sheath liner at the distal strain. There was difficulty when attempting to withdraw the devices as a unit with the damaged sheath. If the user attempted to withdraw the delivery system with crimped valve back into the profile of the sheath, the valve may have gotten caught on the strain relief puncture location. This interaction can then lead to the valve dislodging from the balloon, as reported. As such, available information suggests that procedural factors (difficulty withdrawing with damaged sheath) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.